Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotablator rotalink atherectomy device. The rotawire drive used in the procedure was returned through related. The advancer, handshake connections, burr housing, coil, sheath, burr, and annulus were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to advance the returned rotawire through the rotablator device. The returned rotawire was able to be advanced and removed from the rotablator device with no resistance or issues.

Event description:
It was reported that the burr became stuck on the rotawire. A percutaneous coronary intervention was being performed on a severely calcified lesion. This 2.25mm rotablator plus along with a rotawire drive were selected. During the procedure, the rotalink plus burr and rotawire drive became locked up and could not be removed. Therefore the rotalink plus and rotawire drive were removed from the patient as one unit. The procedure was successfully completed.

Event description:
It was reported that the burr became stuck on the rotawire. A percutaneous coronary intervention was being performed on a severely calcified lesion. This 2.25mm rotablator plus along with a rotawire drive were selected. During the procedure, the rotalink plus burr and rotawire drive became locked up and could not be removed. Therefore the rotalink plus and rotawire drive were removed from the patient as one unit. The procedure was successfully completed.